Manufacturer narrative:
Patient weight will not to be provided by the site. Software has not been evaluated as of the date of this report.

Event description:
A site representative reported an alleged inaccuracy with the stealth/o-arm after the initial spin. Using the cranial reference frame c2-t2 levels the surgeon felt increased inaccuracy going down the spine to t2. The spine procedure was successfully completed with the use of the stealthstation i7. There was no impact to the patient outcome.